Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-oct-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that there was login failure. A technical support specialist guided (tss) checked the intrusion detection system (ids) log and found a successful login for user. The station log also showed a successful login. The user ID was checked in active directory through power shell, and the account expires attribute was set. Tss guided the customer to the hospital it team to review this attribute and set the value to 0, which indicates that the account never expires and also advised to toggle the account never expires setting off and then back on, as this issue can occur when active directory defaults to the maximum value of a long variable. The system functioned as intended after the technical support specialist investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ es server, user was failing to authenticate. User attempted to login using bioid however at intermittent times the bioid was not activated and resulted in failure to authenticate error message. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.